Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse). The results of the analysis indicate that the monitor does not have the software option to be able to analyze such an alarm. There was no malfunction of the device. The customer was provided a quote to add the software option. (B)(6)(B)(6).

Event description:
It was reported that the monitor does not trigger an arrhythmia alarm. The device was in use on a patient at the time of the event. There was no adverse event reported.